Event description:
Patient had been receiving elevated blood glucose results (> 300 mg/dl) while using the suspect device. Based on the elevated results, patient's physician reportedly increased daily dosage of 3 oral diabetic medications. Reporter stated that, since the medication adjustment, patient has experienced recurrent hypoglycemic symptoms. No medical intervention was performed; patient self-treated by eating chocolate. Reporter noted that pt tested non-diabetic spouse, using the suspect device, and obtained a result of 216 mg/dl. Patient reportedly brought the suspect device to the pharmacy. Reporter indicated that patient's (non-diabetic) pharmacist repeatedly tested his own blood glucose, using the suspect device, and obtained results of 239 mg/dl, 213 mg/dl, and 207 mg/dl. Patient's pharmacist reportedly retested, using a different blood glucose monitor, and obtained a result of ~ 90 mg/dl (time between tests was not provided). No injury was reported. Reporter indicated that quality control testing had been performed on the suspect device; however, the results of the tests were not recorded. Techinical support requested the return of the suspect product and replacement product was shipped.